Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards ¿vascular complications¿, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0mm. In this case, it is believed that there was plaque disruption during the procedure, and possibly a large piece of calcium/plaque dislodged from the right common iliac to the right external femoral artery. It is possible this plaque shift occurred during sheath insertion, when slight resistance was felt. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Post tavr, a large dissection flap was observed in the right femoral artery. The artery was surgically repaired. Initially, during the tf tavr procedure, there was some resistance noted when inserting the esheath, but not enough for the physicians to feel it necessary to stop the procedure. Post valve deployment, a large dissection was noted in the right femoral artery. It was artery was post dilated, however slow flow to the distal portion was observed. After removal the sheath was flushed, and there was nothing notable to report regarding the appearance of the sheath. There was no plaque, tissue, or kink seen on the removed sheath. Vascular surgery was called, and an endarterectomy was performed. There was no hemodynamic change in the patient, and the patient left in stable condition. It was believed that there was plaque disruption during the procedure, and possibly a large piece of calcium/plaque dislodged from the right common iliac to the right external femoral artery. The devices were discarded, and there was no allegation of device malfunction. The patient¿s minimum luminal diameter (mld) was 7.5mm on the right side, with mild-moderate calcification and mild-moderate tortuosity. Pre-dilation was performed. The appropriate dilators were inserted at per protocol and no resistance was met.